Event description:
On 5/21/1998 following a percutaneous transluminal angioplasty procedure, an angio-seal device was placed in a pt's right groin. Documentation has not been received from the reporter to indicate if hemostasis was achieved with the device; however, a femostop device was placed following deployment. On 5/27/1998 the pt returned to pt's physician. An angiogram was performed via the contralateral groin, which identified the presence of an occlusion. The pt was taken to surgery where a vein patch was performed. The pt reportedly tolerated the procedure well. As of 6/29/1998 there has been no further report to the MFR of complication of pt sequelae.